Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event is unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unknown antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.